Event description:
It was reported that the sheath and stylet of the nc trek dilatation catheter were difficulty to remove. When the device was then being prepped for use, the device would not hold pressure. The device was then discarded and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for leaks or difficulty removing the protective sheath. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.